Event description:
It was reported that there was a leak in a patient line that occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, it was determined that the leak occurred due to the patient's dog chewing a hole in the patient line. There was patient involvement; however, there was no patient injury or medical intervention reported with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient experienced a leak in the patient line due to animal damage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.